Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf029 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "chemotherapy fluid leakage through the hubert needle tip." No other information was provided.